Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/31/2010 that a customer had an issue with a single lumen PICC. The customer reports a neonatal PICC was placed in the left arm of infant for infusion of tpn and intra lipids for nutrition. The pigtail was noted to be leaking approx 1 cm from where the pigtail joins the luer connector. The catheter was removed after several unsuccessful attempts to replace it. The infant was taken to the operating room for surgical placement of a central venous catheter.